Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that during ins replacement, after connecting the old leads to the new battery, there were several "do not use" contacts displayed on the clinician tablet. The "do not use" indications remained despite removing the lead more than five times and wiping in-between. No known factors lead to the issue. The issue was reported to be resolved. No symptoms or further complications were reported.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the hcp speculated the patient may have some loose wires. The hcp called back and stated the wires were frayed, not loose. The hcp said when the previous ins was replaced, it was discovered that the leads were frayed. The new ins was then implanted, but it had not worked since it was placed due to the damaged wires. The new ins had been turned off for months due to insurance not wanting to pay to replace the leads. No further complications were reported.